Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from FDA-medwatch stated that, a intraocular lens (iol) with peripheral optic edge, not leading/trailing, full thickness peripheral crack was described.